Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were hard to press. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and declined troubleshooting the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify no delivery alarm due to unresponsive buttons. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked case at display window corners, broken reservoir tube lip, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address number label and missing end cap sticker.